Event description:
As the dentist was using the slow speed drill, the dentist noticed a metal piece in the child¿s mouth. The dentist retrieved the metal piece out of the patient¿s mouth and no harm was brought to the patient. The drill was replaced by this rn.